Event description:
It was reported that the system 9600+ displayed the error "battery disconnected" rendering the system non operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the battery pack was defective and was replaced. The charging circuitry was found to operating normally. The system was tested and found to be working as intended and placed back into service.